Event description:
It was reported patient felt pain post pacemaker implant. The ventricular lead demonstrated loss of capture and undersensing. The chest x-ray showed a pericardial perforation. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.